Event description:
Pt came into the office for an unscheduled visti stating that the right eye had been red and swollen for 24 hours. The dr diagnosed anterior uveitis o.d. Secondary to a corneal abrasion o.d., and contact lens related bacterial conjunctivitis o.u. Treatment was prescribed. At a follow up visit two days later, the dr reported that the abrasion had resolved, and the conjunctivitis was resolving o.u. The pt continued treatment and returned in 17 days at which time the conditions had completely resolved, medication was discontinued, and contact len wear was resumed.